Manufacturer narrative:
The reported event of backup operation was confirmed. As received, the device was found in backup mode with battery above eri level. Device image analysis indicated average daily battery voltage and current were normal prior to backup. The backup condition was triggered by a transient low battery voltage. Product code was reloaded to enable further testing. Analysis performed including thermal and mechanical testing of the device indicated that the pacer exhibited normal device characteristics. The reset condition could not be reproduced. Further information requested from field could not confirm the suspected cause of backup. Assessment of total projected longevity was performed, and device was found to have appropriate longevity remaining. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device was found to be in backup vvi (bvvi) mode. The device was explanted and replaced. The patient was in stable condition.